Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed and ncr-20396 has been initiated to further investigate the issue. (1) unpackaged ar-6410 was received for evaluation. Visual inspection noted that the two y-connectors had issues: a) y-connector 1 had no bonding agent in the single tubing side. B) y-connector 2 had no bonding agent on one of the two-sided ends of the connector. The cause is attributed to supplier process failure.

Event description:
On 09/06/2022, it was reported by an arthrex employee via (B)(4) that an ar-6410 tubing connection part comes off with little force. This issue occurred 3 times. The case was completed by using a new ar-6410 from a different lot with no further issues and no patient harm.